Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02268. (B)(4). Approximate age of device: 39 days. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient had received a pump exchange on (B)(6) 2016 due to device thrombosis. It was reported that after the exchange, the patient developed a drug-resistant infection at the counter incision for the driveline. The infection required several debridement procedures. During the last debridement, the patient was very ill. The patient complained of abdominal pain, hematuria, nausea, and vomiting, and it was reported that the patient was grossly dehydrated. The patient had lost about 20-25 lbs. In 2 weeks and had not notified the lvad clinicians. The patient¿s creatinine was elevated, and the lactate dehydrogenase (ldh) was 1130 u/l. The patient¿s hemoglobin decreased, and the patient was taken to surgery. Exploratory laparotomy revealed that a portion of the driveline was obstructing the bowel. The bowel was resected, and the patient was treated with antibiotics. Approximately three days after the surgical resection, the wound dehisced, and several feet of bowel were surgically removed, and an ileostomy was placed. The tissue cultures of this area grew pseudomonas, escherichia coli, and yeast. The patient was noncompliant with driveline exit site wound care, and often was seen in clinic with no dressing on the driveline exit site. It was reported that the patient expired on (B)(6) 2017 due to drug resistant infection. No additional information was provided.